Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of blood glucose versus sensor glucose differences and that the cannula broke when removed. The customer indicated that the sensor glucose was 64 mg/dl and blood glucose was 227 mg/dl. Troubleshooting advised customer on proper calibration and why a change sensor alarm may have occurred. It was found that the customer may still have the sensor cannula in their body. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and did continuity resistance test and sensor failed per specification. Found sensor cannula whole with no broken or missing parts noted.